Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: (B)(6) 2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a healthcare provider via a manufacturer¿s representative regarding an implantable intrathecal pump intended to deliver gablofen [2000 mcg/ml] at 349.5mcg/day, indicated for intractable spasticity and post spinal cord injury. It was reported that the catheter was broken. During a scheduled eri (elective replacement indicator) pump replacement on (B)(6) 2018, the spinal segment of the catheter was found to be broken. The entire catheter was replaced. The pump was replaced as scheduled. There were no known patient symptoms. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. It was reported that as diagnostics/troubleshooting performed, the catheter was replaced intra-operatively. Actions/interventions taken to resolve the issue included replacing the catheter. The issue was resolved at the time of the report and the patient's status was listed as ¿alive ¿ no injury." No further complications were reported or anticipated. The patient¿s medical history was asked but unknown. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer.